Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was getting high readings. She stated, "it was registering 400" with a straight line for a couple hours and when a finger stick was taken, it was 526 mg/dl. The patient was then taken to the emergency room, although no symptoms were reported. At the ER, the bg had gone down to 388 mg/dl and when a nurse checked a bg it was 242 mg/dl. The patient was treated with an IV drip and was given antibiotics. It was also reported that the patient found out they had covid. They were admitted and had a CT scan and x-ray done. While in the hospital, the cgm was 386 mg/dl and bg was 136 mg/dl. At the time of the report on (B)(6) 2025, the patient was still in the hospital and doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.